Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 2100mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. A catheter dye study was performed today (B)(6) 2017 and the healthcare provider was unable to aspirate the catheter. Per this reporter the patient¿s pump has had issues with volume discrepancies in the past. It was noted that the reporter had received conflicting information about whether they were getting more or less back than expected from the pump. The patient was experiencing symptoms of stiffness at the time as well but the reporter was not certain whether it was due to the volume discrepancy or if the issue was just progressing. The logs were read and there were no motor stalls or alarms that had occurred. Per the company representative the healthcare provider would be replacing the catheter and potentially the pump as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.